Event description:
It was reported that the patient had the battery replaced on (B)(6) 2005 and was told it was a 10 year battery. They reported it was not working at all anymore, it was completely off and the patient never turned it off. The patient started noticing that it didn¿t seem to be doing much a few days prior. There was a power on reset (por) condition. The patient noted that the day prior to the report, they knew the stimulator wasn¿t working at all, and then they got out the handheld device and it said por and to call the doctor. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID 7439, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3587a, lot# l73547, implanted: (B)(6) 2000, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative. There were appointment dates listed as (B)(6) 2015 and a surgery for (B)(6) 2015.